Event description:
Pt reported cadd legacy pump sn (B)(4) (maybe, couldn't read) is beeping at odd times when nothing is wrong. Did not miss any therapy and no adverse event and sending new pump and pt will return old pump. No more info given. Reported to (B)(6) by pt/caregiver.